Event description:
It was reported that the patient stopped talking after the vns was implanted in march. The patient saw an ent in july and was diagnosed with left sided vocal cord paralysis. The plan is to disable the patient's device to see if this improves the vocal cord. Additional information received noting that the cause of the vocal cord paralysis remains unknown at this time. The patient is undergoing further procedures to determine if its related to surgery or stimulation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.